Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated their report has been resolved and the device will not be returned to zoll for evaluation. Another attempt was made to obtain data file but the customer did not provide additional information. As no device was returned despite good faith effort, no fault could be identified.